Event description:
It was reported that an adverse event occurred. On 1/19/2026, the patient reported to betabionics that they had ¿three sensors that had been having issues with the ilet¿. The patient reported that these issues resulted in him being hospitalized with dka. No other details were provided regarding the patient¿s hospitalization event, including specific patient symptoms, treatment details, or length of hospitalization. At an unspecified time during this event, the patient reported that the ¿bg run mode¿ on his betabionics ilet insulin pump stopped. The patient was asked to test his bg meter reading to enter this information into the pump for bg run mode to continue. It was reported that the patient¿s lowest bg meter reading during this event was 68 mg/dl and the highest was 435 mg/dl. Betabionics technical support also reviewed the patient¿s pump history and saw the following: ¿reconnecting sensor, replace sensor now, and pairing failed¿. The patient reported that he was using multiple daily insulin injections to treat his high bg levels and then went low to unspecified value. The patient self-treated the low (unspecified treatment) but overtreated. A follow-up call to the patient was made and the patient reported that his bg levels were ¿stabilizing¿ (no specific values were reported). The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2026, the patient reported to betabionics that they had ¿three sensors that had been having issues with the ilet¿. The patient reported that these issues resulted in him being hospitalized with dka. No other details were provided regarding the patient¿s hospitalization event, including specific patient symptoms, treatment details, or length of hospitalization. At an unspecified time during this event, the patient reported that the ¿bg run mode¿ on his betabionics ilet insulin pump stopped. The patient was asked to test his bg meter reading to enter this information into the pump for bg run mode to continue. It was reported that the patient¿s lowest bg meter reading during this event was 68 mg/dl and the highest was 435 mg/dl. Betabionics technical support also reviewed the patient¿s pump history and saw the following: ¿reconnecting sensor, replace sensor now, and pairing failed¿. The patient reported that he was using multiple daily insulin injections to treat his high bg levels and then went low to unspecified value. The patient self-treated the low (unspecified treatment) but overtreated. A follow-up call to the patient was made and the patient reported that his bg levels were ¿stabilizing¿ (no specific values were reported). The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).b5 describe event or problem - correction to the following statements in the initial MDR, "it was reported that an adverse event occurred.".b5 describe event or problem - additional.h2 correction/additional information.h6 medical device problem code - correction.h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.h10 corrected data.